Event description:
It was reported that an infusion of lactated ringers programmed at an unspecified rate through a peripheral line had unexpectedly stopped infusing. At 1328, the patient was desaturating on a non-rebreather mask and was intubated; shortly afterwards the patient coded and was resuscitated, and placed on unspecified programming of levophed and propofol in addition to the lactated ringers. While the physician was preparing to put in a central venous line, it was noted that the patient¿s blood pressure was 65/45, with bradycardia. At 1557 a second code was called, and it was discovered that the pump module was off (black screen). The physician stated that the pump was plugged into an electrical outlet at the time, and denied hearing any alarms or beeps from the pump. The pump was restarted by the nurse and the levophed was increased to 3 mcg/kg/min. While troubleshooting the devices, the rn and assistant manager changed out the pump but kept the pcu; while attempting to program the new pump, the pump module containing propofol displayed flashing lights. There was no lasting harm.

Manufacturer narrative:
The customer¿s report that the pcu was ¿off¿/¿black screen¿ was confirmed in reviewing the event log. The customer¿s report of flashing lights on the message display of the pump module could not be replicated. The pcu event log confirmed that the pcu was powered off at the time of 3:41 pm and was powered on at 3:52 pm. Functional testing did not replicate the pcu ¿black screen¿ or pump module flashing lights on the message display as reported by the customer. Testing performed found that all the devices returned were performing within specifications. The proximate cause of the reported issue that the pcu was ¿off¿ (black screen) is due to the unit was powered off. The root cause of the reported flashing lights on the message display could not be identified.

Event description:
It was reported that an infusion of lactated ringers programmed at an unspecified rate through a peripheral line had unexpectedly stopped infusing. At 1328, the patient was desaturating on a non-rebreather mask and was intubated; shortly afterwards the patient coded, was resuscitated, and placed on unspecified programming of levophed and propofol in addition to the lactated ringers. While the physician was preparing to put in a central venous line, it was noted that the patient¿s blood pressure was 65/45, with bradycardia. At 1557 a second code was called, and it was discovered that the pump module was off (black screen). The physician stated that the pump was plugged into an electrical outlet at the time, and denied hearing any alarms or beeps from the pump. The pump was restarted by the nurse and the levophed was increased to 3 mcg/kg/min. While troubleshooting the devices, the rn and assistant manager changed out the pump but kept the pcu; while attempting to program the new pump, the pump module containing propofol displayed flashing lights. There was no lasting harm.

Manufacturer narrative:
The suspect pcu has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an infusion of lactated ringers programmed at an unspecified rate through a peripheral line had unexpectedly stopped infusing. At 1328, the patient was desaturating on a non-rebreather mask and was intubated; shortly afterwards the patient coded and was resuscitated, and placed on unspecified programming of levophed and propofol in addition to the lactated ringers. While the physician was preparing to put in a central venous line, it was noted that the patient¿s blood pressure was 65/45, with bradycardia. At 1557 a second code was called, and it was discovered that the pump module was off (black screen). The physician stated that the pump was plugged into an electrical outlet at the time, and denied hearing any alarms or beeps from the pump. The pump was restarted by the nurse and the levophed was increased to 3 mcg/kg/min. While troubleshooting the devices, the rn and assistant manager changed out the pump but kept the pcu; while attempting to program the new pump, the pump module containing propofol displayed flashing lights. There was no lasting harm.